Event description:
Event description boston scientific received information that this device had thousands of stored ventricular tachycardia episodes. The impedance and intrinsic amplitude measurements are normal. It also appeared that the patient was in atrial fibrillation with fusion beats. The electrograms show loss of ventricular capture. The patient is not symptomatic.